Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that noise ws observed on the rv lead. Noise was not replicated with isometrics or pocket manipulation. The lead was explanted when repositioning was unsuccessful. There were no adverse consequences during the procedure.